Event description:
The customer reported that they received an error e050600002 image file reading failed during output image generation. Though the problem was not resolved, they continued to use the system for the next 20 pts. And they were unable to retrieve images from the 21 pt morning round. Only the jpeg thumbnails images are available. The raw image files are lost. The image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
(B)(4). That was a same error which we have experienced and analyzed in the past. This error caused by the timing at which connecting or disconnecting with memory is processed when exposures are taken and the timing at which the preview image are stored. It was resulted in failure to store raw images. The problem has been corrected in a subsequent software upgrade (version 2.02). (B)(4).